Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this pacemaker, this patient underwent an av nodal ablation. At a follow up after the ablation, the device was noted to display battery depletion to approximately 45% via the gas gauge. The root cause of the issue has not been determined, however, with current information there has been no impact to critical device therapy or patient issues in regards to the issue. A memory dump will likely be performed in the near future to assess the issue and determine the possible cause of the unexpected battery depletion, however this has not yet been scheduled. At this time no remedial action has been planned or taken at this time. No adverse patient effects were reported.